Event description:
It was reported that an ilet user experienced hyperglycemia following a recent supply change, with continuous glucose readings around 380 mg/dl for about an hour and a confirmatory fingerstick of 399 mg/dl; a site-only change was performed with coaching, and the user considered transitioning to multiple daily injections, for which they were instructed to disconnect from the pump for two hours after dosing. Symptoms included elevated blood glucose without reported complications. Outcomes included user education, troubleshooting steps, and continuation of home management without medical intervention. Investigation included technical support troubleshooting and user guidance regarding infusion site management and temporary pump disconnection after subcutaneous insulin administration via pen. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was user-manageable, with no evidence of device failure and no additional clinical action required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.